Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced severe hyperglycemia after the ilet pump was unintentionally left unpowered and disconnected for an extended period, with a highest reported blood glucose of 571 mg/dl, and then reconnected and updated, after which glucose levels trended down and the pump functioned appropriately. Symptoms included hyperglycemia and confusion/disorientation. Outcomes included no health consequences or impact. Investigation included communication with the user, and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was associated with improper procedure related to not maintaining device power and supplies; no specific component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.